Manufacturer narrative:
The facility's biomed found the mounting bolts on the siderail were loose, causing the siderail to not latch properly. The biomed tightened the mounting bolts to repair the bed.

Event description:
Alleged a pt was getting out of the bed and the siderail collapsed. The pt was not injured.